Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that premature stent deployment and stent damage post deployment occurred. Patient presented due to acute myocardial infarction. Vascular access was obtained via the right radial and right femoral arteries. The eccentric and de novo target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 3.50x20mm promus element¿ plus drug eluting stent (des) was implanted in the mid lcx. However, it was noted that the stent missed the target lesion. Post dilation was performed, however the stent was deformed distally. Another of the same device was then implanted to cover the deformed stent and the procedure as completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: an f/g,promus element plus,mr,ous 3.50x20mm stent delivery system (sds) was returned for analysis without a stent. The balloon was reviewed and the balloon appeared to have been subjected to positive pressure as the balloon wings were relaxed and not in their original folded position. Crimp stent markings visible on exposed balloon. A visual and tactile examination of the hypotube found a hypotube kink within the strain relief. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The crimp stent manufacturing data of the complaint device was reviewed. The review showed that the stent crimp force, the crimp temperature and the maximum crimped stent profile for the device were all within specification. The maximum crimped stent profile measured was within the maximum crimped stent profile measurement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that premature stent deployment and stent damage post deployment occurred. Patient presented due to acute myocardial infarction. Vascular access was obtained via the right radial and right femoral arteries. The eccentric and de novo target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 3.50x20mm promus element¿ plus drug eluting stent (des) was implanted in the mid lcx. However, it was noted that the stent missed the target lesion. Post dilation was performed, however the stent was deformed distally. Another of the same device was then implanted to cover the deformed stent and the procedure as completed. No patient complications were reported and the patient's status was stable.